Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-25. The patient has not used their therapy for at least 1.5 years because it was not helping anymore, was not in the correct area, and was not helping their pain management. They did have adjustments at their healthcare professional¿s (hcp) office. It was discussed having the system removed. The patient noted that their stimulation stopped helping them and at their last programming session the stimulation was in the wrong area so they stopped using it. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97792, lot # n472366, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that there was a poor communication screen on the patient programmer, poor communication. The last time the patient felt stimulation was 4-5 months ago. The last successful recharge session was 4-5 months ago. The patient turned off the device because it was not helping. The patient stopped using it because it did not help with the pain, it would not go to their pain. The patient had it adjusted three times and did not want to keep going in for adjustments. This had been happening for 4-5 months. The patient indicated that they were in overdischarge state. The patient was to have an MRI that was for her neck and the MRI was related to the device therapy but did not provide any other details. The patient indicated that they were trying to get the implantable neurostimulator (ins) removed and had not been changing. The leads felt like they moved over the spine. The stimulation was going around the pain, not addressing it. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.